Event description:
It was reported that pump displayed power source alert 07, battery would not charge, and patient was unable to start pump for a period of time. There was no reported impact to the customer¿s blood glucose level. Pump later began charging without change of charging supplies, issue resolved before and during call, and no further assistance or replacement was required.